Event description:
Patient reported right side rupture and "had to go to the hospital due to the prosthesis and that there was bleeding". Physician reported patient is presenting pain and change in shape of right breast, with signs of rupture in the tomography. Tomography notes "bilateral nephrolithiasis" which was deemed not device related and "folds and interruptions of the right breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient representative reported fear of anaplastic cell lymphoma, capsular contracture (baker grade unknown) and local inflammation.. Device has been explanted.

Event description:
Device has been explanted.